Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 312mg/dl. Reviewed proper insertion technique and advised customer to monitor her blood glucose. No further info was provided.